Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that an electrode belt therapy electrodes were non functional.